Event description:
The instrument broke during surgery causing a 30 minute delay.

Manufacturer narrative:
Examination of the returned product confirmed the tip broke off. A previous investigation found two changes were implemented on july 12, 2005. The first change was the addition of a radius in the corner of the groove behind the thread. Mechanical testing demonstrated a 178% increase in fatigue strength. The second change was to eliminate the cannulation, improving fatigue strength by 350%. No further action taken. This product was manufactured prior to the changes. Trends will be monitored to the new revision products.